Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was discarded by the patient and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with ancef (1gram intraperitoneally for 14 days) for the event. The patient was reported to have recovered from the peritonitis event. It was reported that the patient later experienced a recurrent peritonitis and was hospitalized for the event. The recurrent peritonitis was manifested by severe abdominal pain. Treatment and outcome for the recurrent event was not reported. Pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.